Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of not booting, it booted to the "please wait" screen and stayed there. The hard drive was reconfigured and the software was reloaded and updated. It was further noted that the system fan was noisy and it was also replaced. (B)(4).

Event description:
It was reported that the programmer would not boot up, even after the service disk was used. The programmer was returned for service. There was no patient involvement.